Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2016. The customer's blood glucose was over 800 mg/dl at the time of incident. The customer's mother reported that the insulin pump was not alarming and the cannula was bent. The customer's mother stated that they were treated during the hospitalization. The customer's mother stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.